Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply. H3 other text : device remains implanted.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and a vela suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately six (6) years post initial procedure a type 3b endoleak was identified. The physician elected to reline the original implanted devices with an afx2 bifurcated stent graft, vela suprarenal aortic extension, vela infrarenal aortic extension, and ovation ix extender to resolve this event. The patient was reported as doing well.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 3b endoleak of the distal main body with additional endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of this complaint could not be determined. No procedure related harms were identified. The clinical evaluation also shows reasonable evidence to suggest buckling of the proximal extension, sac growth of 14mm and a contained rupture occurred that was not in the event as reported. These events were discovered during a review of the computed tomography (CT) scan dated (B)(6) 2023 and the angiogram dated (B)(6) 2023. The most likely causation for the proximal extension buckling was likely anatomy related (aortic remodeling due to the increased angulation of the juxtarenal neck). The final patient status was reported as discharged home on postoperative day one in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. Corrections: g3: awareness date has been updated. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and a vela suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately six (6) years post initial procedure a type 3b endoleak was identified. The physician elected to reline the original implanted devices with an afx2 bifurcated stent graft, vela suprarenal aortic extension, vela infrarenal aortic extension, and ovation ix extender to resolve this event. The patient was reported as doing well. Additional information: an internal clinical assessment determined buckling of the proximal extension, sac growth of 14mm and a contained rupture occurred that was not in the event as reported. These events were discovered during a review of the CT scan dated (B)(6) 2023 and the angiogram dated (B)(6) 2023.